Manufacturer narrative:
Na.

Event description:
The customer complained of a display issue with coaguchek xs meter (B)(4). The customer stated there were segments missing from the results field of the device. Upon completion of a display check, the customer stated segments were missing from two of the "888"s in the results field which could affect the interpretation of results. No patient results were reported from the meter after they noticed the missing segments. There was no allegation that an adverse event occurred. The meter was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.